Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted by analysis during testing. Analysis found no moisture damage on the insulin pump's electronics, motor, battery tube and vibrator assembly. The insulin pump was also received with a cracked reservoir tube lip, minor scratches on the lcd window, and a cracked belt clip slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 172 mg/dl. Troubleshooting was not performed. The device was returned for analysis.